Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid-right coronary artery (mrca). After placing a 6f non-bsc introducer sheath and crossing the lesion with a non-bsc guide catheter and non-bsc guide wire, a 3.50 x 38 synergy¿ drug eluting stent (des) was advanced to treat the lesion. However, resistance was encountered inside the guide catheter and the device failed to cross the lesion. Eventually, the guide wire stuck on the device. The guide wire and the synergy¿ des were removed as a whole unit and the procedure was completed with a different device. No patient complications were reported and patient's status was good.